Event description:
On (B)(4) 2012, customer reported that they received a vial of drug calibrator 5 that had leaked in the box. No injury was reported due to the exposure. Replacement was sent overnight. It was determined that an MDR should be filed because the product contains material of human origin and upon recur, unprotected contact with the product is potentially infectious, and could cause serious injury.

Manufacturer narrative:
Device evaluated by manufacturer, other: customer discarded the reagent. (B)(4). Other text: product discarded by customer.